Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted that all sealplugs wee intact and all setscrews moved freely. Dried blood was seen in the right ventricular (rv) port. Lead seal witness marks indicate that both leads were fully inserted in the header of the device. Analysis concluded that the blood most likely entered the port end during the lead removal and insertion since the header is secure and the sealplugs are intact. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
Boston scientific received information that during a revision procedure for the right atrial (ra) lead, the physician observed blood inside the right ventricular (rv) port on the device header. Boston scientific technical services (ts) was consulted and recommended replacement of the device. It was noted that the rv channel exhibited no measurement or noise issues prior to the revision procedure. Subsequently the device was replaced. No adverse patient effects were reported.